Manufacturer narrative:
The lot no. Is unk. The tube was discarded, and therefore, unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the lot number is obtained, the MFR will review the lot history records. It is not known if cuff inflation pre-testing was performed on the tube as specified in the MFR's directions for use. If new or significant info is gained at the conclusion of the complaint investigation, a follow-up report will be submitted. See scanned page.

Event description:
It was reported that the pt was intubated in the emergency department, and transferred to the intensive care unit. In the intensive care unit, the endotracheal tube was noted to be leaking and the pt was extubated, and another endotracheal tube was put in place. The endotracheal tube was not kept, and the lot number is not known. It was reported that since then, the pt has expired.